Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and undeployed. The outer sheath was returned stretched out in the guidewire access sheath (gas) section and the gas ramp was lifted. The inner sheath was found kinking out of gas. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The outer diameter (od) of the stent was measured and was found to be within specifications. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy and inner sheath kinking out of gas were confirmed. The damages noted on the delivery system may have been a result of excessive force applied to the device during use. The investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope and/or the patient anatomy, limited the performance of the device and could have contributed to the stent failure to deploy and the damages encountered in the outer sheath and inner sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a 3 cm benign stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, resistance was felt when attempting to pull back the front deployment hub. Endoscopically, there was no movement of the stent or the yellow transition zone and after several attempts to pull back the deployment hub the stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex stent the following week because a second wallflex stent was not available the day of the original procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. A photo provided by the complainant of the device after the procedure showed the inner sheath was kinking out of the guidewire access sheath (gas).